Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing. Technical services discussed some programming options. The local representative is checking the device and will help the clinic with reprogramming the device. There were no additional adverse patient effects. The system remains implanted.